Manufacturer narrative:
The two lesions for the procedure were the proximal and distal bifurcation of the rca. The proximal rca was reported to be: a 75% stenosis, de novo, moderately calcified, and slightly tortuous. There was no additional lesion information available regarding the distal rca lesion. The lesions were pre-dilated with a legend 2.5 x 20 mm balloon. The cypher 2.5 x 23 mm stent was being delivered to the distal bifurcation rca lesion when it dislodged. The distal rca lesion was treated successfully by balloon angioplasty. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci), the cypher 2.5 x 23 mm stent became stuck at the level of the proximal right coronary artery (rca) and dislodged off of the stent delivery system (sds). Attempts to retrieve the stent using a snare device were not successful. The physician used a bare metal stent/liberty 4.0 x 28 mm stent to treat the proximal rca lesion and to crush/trap the dislodged stent. There was no reported patient injury. The product was not returned for inspection due to the patient's infectious disease state. The physician's comment regarding the event was that he did not understand why it happened as the lesion was only a 75% stenosis, and the lesion was crossed/accessed by ivus without any problem.